Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg became inoperable due to patient not recharging the ipg as recommended. Patient lost therapy. Surgical intervention may occur to address the issue.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.